Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-dec-2023, it was reported that the infusion set's tubing got detached at the site. The infusion had been used for two days. The issue occurred on 6 different sites with similar types of tubing. His blood glucose level at the time of issue was 11 mmol/l. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.